Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that some of the printed scale on a bd¿ entral syringe was missing. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that some of the printed scale on a bd¿ entral syringe was missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: five loose 10ml assembled syringes with tip caps were received and reported to be from batch #7312795 (p/n 305858). The samples were visually evaluated. The syringes were found to have missing print. Missing print was observed between the 6ml and 10ml grad lines. The missing print appears to have been scratched off the surface of the barrel. The missing print observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that some of the printed scale on a bd¿ entral syringe was missing. There was no report of exposure, injury or medical intervention.